Event description:
It was reported that a merlin.net alert was received for post-sensed t-wave oversensing. The patient felt dizzy at times. Programming changes were made. After a couple of weeks, a merlin.net transmission was received showing that the device delivered inappropriate atp therapy due to the oversensing. Further evaluation was recommended. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.